Event description:
It was reported that the customer's battery cap was damaged. The customer stated that there was no damage in the battery compartment. The customer stated that her blood glucose dropped one night and that she was having difficulty opening the battery cap. The customer's blood glucose was 39 mg/dl and was treated with a coke. Advised that a replacement battery cap would be sent. The customer stated that the insulin pump was working fine, and she declined troubleshooting for her low blood glucose levels. Advised to call back if she wanted to run a test on the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.